Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Investigation results are as follows: visual inspection of the returned platform was performed which found that both head restraint wires were damaged and the load plate screws were missing, thus confirming the reported complaint. In addition the load plate cover was cracked, the battery lock clip was bent and the bottom cover was damaged. Functional evaluation of the autopulse platform was performed and after performing compressions with a test mannequin for 6 minutes the autopulse platform displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) message. Further inspection determined that the brake gap was out of specification. The brake gap was readjusted within specification to remedy the issue. The clutch plate was also observed to be sticky and needed to be cleaned. Load cell characterization testing was also performed, which found that one of the load cells were defective. A review of the archive was performed and no sessions were observed on the initial reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the top cover, battery lock clip, front enclosure, bottom enclosure, load plate screws and the defective load cell. In summary, the customer's reported complaint that both head restraints were damaged and that the load plate screws were missing was confirmed through visual inspection. Unrelated to the reported complaint, the platform displayed a ua17 during functional testing due to the brake gap being out of specification. The brake gap was adjusted to remedy the ua17 fault. The additional physical damages found during visual inspection are unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was initially reported that on (B)(6) 2015, both head restraints on the autopulse platform were damaged and the load plate screws were missing. No adverse patient sequelae was reported. No further information was provided. The autopulse platform was subsequently returned to zoll for investigation. During investigation, the autopulse platform displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) message. Although the customer did not report this, a ua 17 is considered a reportable malfunction.